Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked and spider-webbed screen, after which the user could not unlock the device or interact with on-screen icons; a replacement device was issued and user education was provided regarding shutdown, data syncing to the mobile app, and startup of the replacement. Symptoms included no injury. Outcomes included interruption of normal device use without medical intervention or hospitalization. Customer care provided support that included attempts to retrieve the damaged device for evaluation and review of the event details with the caregiver. Investigation of this case revealed a damaged display assembly consistent with physical impact, resulting in loss of touch functionality; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was damage due to external physical forces.